Event description:
It was reported prime was performed but customer's mother does not see the numbers on the insulin pump. Customer's mother also stated the customer has been experiencing highs of 501 mg/dl, treated with bolus. Customer's mother stated they were trying to do a complete set change and during prime the numbers do not come up. Current blood glucose was 331 mg/dl, treated with manual injections. Customer's mother stated they were not able to get out of prepare to prime loop. Customer stated not series of beeps or numbers appeared when holding the act button. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.